Event description:
It was reported that the customer's insulin pump did not alarm when the reservoir ran out of insulin, and it happened twice in the past week. It was stated that the customer woke up with high blood glucose over 500mg/dl, and the infusion set was changed twice. Troubleshooting was performed, and insulin did exit during the manual prime test. Advised the customer to disconnect form the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. The device had scratched lcd window, cracked display window corners, cracked reservoir tube lip, and missing end cap sticker.